Event description:
This event is being filed as a stroke occurred within 48 hours of the mitraclip procedure. The cause of the stroke was not reported and the mitraclip cannot be excluded as potentially contributory to the stroke. It was reported that a mitraclip procedure was performed on (B)(6) 2014. One clip was implanted reducing the degenerative mitral regurgitation grade from 4 to 1. The procedure was successful and there were no device difficulties. Post procedure the patient was hemodynamically stable. However, within 48 hours, the patient experienced a stroke. The cause, treatment or current patient clinical status was not known. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received: during the procedure, after the transseptal puncture, before the steerable guide catheter had been inserted, a "mobile element" appeared in the left atrium. It was not clear if it was a clot or tissue or if it was on the transseptal devices or the guide wire. After a minute or two of discussion on how to proceed, the mobile element disappeared. During the procedure, the patient did not have any episodes of hypotension. Post procedure, the patient suffered an ischemic stroke that resulted in a permanent deficit. Computed tomography (CT) of the head showed a middle cerebral artery stroke. In the opinion of the physician, the mitraclip device did not cause or contribute to the stroke, but the transseptal puncture did. The patient is currently under the care of hospice. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent information reported that there was no relationship between the stroke and the mitraclip devices.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.